Event description:
It was reported that the pta balloon would not deflate in the distal sfa/popliteal artery. A micro puncture needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. No further treatment was required. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was returned for evaluation. A hole was observed at the proximal cone of the balloon, located 1.2cm from the proximal joint. Per the complaint comments, the user punctured the balloon in order to deflate it. No other anomalies were observed. The complaint investigation is inconclusive for deflation issues, as functional testing could not be completed due to the needle puncture of the balloon performed by the user. The root cause could not be determined based upon available information. It is unknown whether patient factors (e.g focal lesions, vessel size) or procedural issues (e.g inflation pressure of balloon) contributed to the event.